Event description:
The customer reported that they have numerous beds with bed exit and scale issues. No specific serial numbers or quantity were given. The issues will be investigated and any beds that are repaired will be documented in a separate MDR if they meet the requirements as cited in 21 cfr part 803.

Manufacturer narrative:
The purpose of this report is to notify stryker that there are numerous beds with bed exit and scale issues. No specific bed was identified, no serial numbers given, nor a quantity of beds affected. The filed technician will investigate the issue and any beds that are repaired will be documented in a separate MDR if required by 21 cfr part 803.